Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was advised to continue using the pump and to contact support again if the issue reoccurred. There was no recurrence of the malfunction after the reset.